Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 sensor expired overnight and, after replacement, the ilet initially did not display readings despite readings being visible in the dexcom g7 mobile app; shortly thereafter the ilet began displaying blood glucose values, and the event was handled with troubleshooting and education with no alerts or alarms reported. Symptoms included hyperglycemia with a highest reported blood glucose of 300 mg/dl lasting approximately 6 to 8 hours, without ketone testing, backup therapy, or medical intervention. Outcomes included temporary inconvenience and transient hyperglycemia without injury. Investigation included review of device performance and user-reported data, along with confirmation of successful pairing and data display following replacement. Investigation of this case revealed an initial pairing failure of the cgm to the ilet that resolved, consistent with a communication/connectivity issue without evidence of a device hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-device interface and transient communication failure.